Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to anemia. The patient needed an iron infusion. The lactate dehydrogenase (ldh) level was 2000 and the patient had kidney and liver failure. The log files showed a significant increase in power and flow. It was thought that something was ingested in the pump. To solve the issue, a pump replacement was planned. Since the mental stage of the patient was not good, which route to take would be decided late

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for analysis and the device was not explanted for evaluation; however, review of the submitted log files confirmed pump power and flow elevations, as well as left ventricular assist device (lvad) fault flags, that appeared consistent with material such as a thrombus being ingested into the pump and contacting the rotor. Additionally, a direct correlation between the device and the reported organ dysfunction, elevated lactate dehydrogenase (ldh), anemia, and patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including multiple types of organ failure and dysfunction (renal dysfunction and hepatic dysfunction), hemolysis, and death, that may be associated with the use of heartmate 3 lvas. Section 1 addresses pump parameters, including pump power and flow. This section explains that increases in pump power can indicate the presence of a thrombus and should be evaluated for cause. This section also explains that pump power and flow generally retain a linear relationship at a given speed and that flow is a calculated value that is estimated based on pump power. Section 1 further explains that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential risk/adverse event and late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the thrombus was only confirmed from the log files. Computed tomography (CT) and echocardiogram were performed but the results were not shared due to the hospital privacy laws. The origin of the kidney and liver failure was heart failure due to the pump thrombus ingestion. The pump exchange was never performed. The patient passed away on (B)(6) 2024. The death was not considered to be device related. Per the cardiologist, the patient most likely had endocarditis, and there might be something ingested in the pump. The device operated as expected until the thrombus entered the pump. An autopsy was not performed, and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.